Manufacturer narrative:
The system was examined and the reported ¿system messages (sm)¿ was not replicated. The reported ¿shut off¿ sm was observed. The tag was the cause of the issue, and did not happen again after cutting the tag. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿¿shut down¿ event, can be attributed to the long tag on the laser key, "external - unrelated to the product". However, based on the information obtained, the root cause of the reported event of the sm cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system turns off on its own and a system advisory displayed.